Event description:
Failure to pace noted before pacemaker follow-up. Normal function seen upon application of programmer head. Sensing check performed for over sensing problem, but all was ok. Intermittent pacing n oted at explant (bipolar).

Event description:
Failure to pace noted before pacemaker follow-up. Normal function seen upon application of programmer head. Sensing check performed for over sensing problem, but all was ok. Intermittent pacing noted at explant (bipolar).